Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen for between 37 and 48 hours. The patient's blood glucose (bg) rose to 23.5 mmol/l (423 mg/dl). A new pod was applied to treat the bg levels. The patient visited the emergency room (ER) and was prescribed antibiotics keflex for treatment. The patient was released from the ER after approximately two hours. The pod was discarded.